Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On initial mw-165282 is incorrect and should be (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned device was visually examined and underwent an optical fracture analysis. The report states that the fractured surfaces exhibit rough and plastically deformed material that extends across the entire surface suggesting the tabs underwent a static overload failure. A DHR review was conducted indicating the lot was released to stock on february 23, 2012. The lot was released accomplishing all quality requirements. A complaint trend analysis was conducted with no observed systemic trend identified requiring further action. The root causes cannot be positively determined from the sample and information provided. Based on visual inspection and fracture analysis, the probable root cause for the tabs of the castle tightener breaking is a static overload failure. No corrective and preventive action is necessary at this time as there has been no issue identified in the manufacturing or release of these devices and no systemic trends were observed. This complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the expedium di intermediate castle tightener broke while removing a concomitant device dual innie nut during revision surgery. The tip was found and retrieved immediately. Also, the dial on a concomitant device french rod bender was stiff and unable to be used on a rod that they wanted to use. The resulting cumulative delay was ten minutes while replacement instruments were obtained to complete the procedure. There were no adverse consequences to the patient.